Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to inserting the stent, while taking the string off of the stent, the bottom part of the stent tore off from the stent.

Manufacturer narrative:
Received one used stent only with the original unit packaging. Per visual inspection, it was noted that the stent was broken at the bladder end. The broken section presented stress marks; like the stent was stressed beyond its tensile capabilities. The stent was received out of its individual sealed polly. Per functional evaluation, the reported issue was reproduced and the following functional tests was conducted: take a guidewire of (0.038) in as recommended per instructions for use (baw7632076). Submerge the guidewire and stent in water to activate their coating. Slip the guidewire through the stent. During the test, difficulty was not met when the guidewire was slipped through the stent. The stent dimensions were found within specifications. The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following precautions: " avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent. Care should be exercised when removing the stent from the inner polybag to eliminate tearing or fragmentation." (B)(4).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.